Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was revised one day post implant. The reason for the revision is unknown and attempts to obtain follow up information have been unsuccessful. It was further reported, that a device interrogation indicated right ventricular (rv) lead noise. The physician was consulted and noted that the lead nose was from the ra lead revision. Both leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.